Event description:
It was reported that during a total knee there was a little cement issue. Set immediately before given to surgeon, opened other package and happened again.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. (B)(4).